Event description:
A hlthcare worker reported experiencing a burn with whitening of the skin but no pain on the fingertips when removing loads from a completed cycle. The worker found a corrugated tube sweating inside and outside and was burned when it was touched. The worker did not seek medical attention, but did rinse the contact areas under running water. The symptoms resolved in less than 1 day. The vaporizer plate was in place but "off from its place."

Manufacturer narrative:
H3, h6; vaporizer plate reported in place, but "off from it place." The presence of liquid peroxide on the load is possible if the vaporizer plate is missing, misaligned, damaged or leaking. The vaporizer plate is intended to prevent droplets of peroxide emitted from the vaporizer from being deposited onto the load. The operator's manual states that the vaporizer plate should be replaced and the vaporizer plate instructions of use state the importance of having the vaporizer plate installed properly to assure proper function of the vaporizer plate and the operation of the sterilizer without the vaporizer plate may result in hydrogen peroxide remaining on the load after a completed cycle. The root cause of complaints pertaining to peroxide skin contact after a successfully completed cycle is currently under investigation.